Manufacturer narrative:
H3: vendor analysis found that the customer fault description has been confirmed and isolated to a faulted battery. The faulted battery has been replaced, enclosure has been replaced as requested, and the returned unit has been characterized as extended pyramid volume. Unit has also passed outgoing product testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the psu, product ID: 9735821, lot: p901067, was returned to the manufacturer for analysis. After functional testing, a visual/physical examination, and proceduralized device testing, the reported complaint was confirmed. The results of analysis concluded the returned psu had scratches on the housing and right lens. A check of the event log showed intermittent firmware incompatibility dating back to october of 2018. There was a battery voltage low message along with bump detected and storage temperature exceeded. Additionally, the psu failed an accuracy test. Codes b01, c13, and d02 are applicable to this returned product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Brand name ; product ID 9735821 (lot: -); product type: 2543-mnav - system h3: the system was serviced in the field, and hardware parts were replaced. Codes b01, c13, d02 are applicable to this analysis. No parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that pre-op, the camera on this system displayed a "localizer faulted" error and presented an amber light on the positioning sensor unit (psu). A technical services (ts) agent led the medtronic representative (rep) through psu troubleshooting. The event caused a surgical delay of less than one hour. There was no impact on patient outcome. Troubleshooting information was provided. The ts agent had the rep enter the ndi toolbox: bump detector battery fault; bump detected. Accuracy assessment recommended; storage temperature exceeded. These three indicated a false bump status on the psu. The probable cause was suspected to be a false bump status.